Event description:
Event is reportable based on product analysis completed on 06/23/2009. It was reported that during a coronary stenting treatment procedure, a balloon catheter would not cross the lesion. The 99% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. There was also a lesion in the calcified proximal left circumflex (lcx) artery. The liberte bare 16mm x 3.50mm stent delivery system was unable to cross the lesion in the mid lad. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt condition is reported as "no problem." However, product analysis revealed stent damage.

Manufacturer narrative:
The returned product included the stent delivery system (sds) device with the stent. The sds and the stent were visually, tactilely and microscopically examined along the entire length. The balloon is tightly folded with the stent having moved from its original crimped position. The stent has moved 5 mm distally, from the distal edge of the distal marker-band. The stent also has multiple stent struts bent back on both ends of the stent. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B) (4).